Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30). The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus was unable to confirm the reported b30 scope communication error. However, additional malfunctions identified during the investigation included an e216 scope communication error and no image display, which most likely resulted from corrosion on the plug unit associated with water leakage/water intrusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, d9, e4, h2, h3, h6, h11

Event description:
No additional information received from the customer.